Manufacturer narrative:
Follow-up # 1 ¿ (03/10/2015). The patient¿s meter and test strips have been returned on 2/25/2015 and evaluated by lifescan product analysis on 2/27/2015 and 3/5/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter for the patient contacted lifescan (lfs) alleging that her son¿s onetouch verio iq meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when medical surveillance specialist (mss) made a follow up call to the reporter for the patient. The mss was advised by the reporter that alleged inaccuracy began on ¿(B)(6) 2015, 08:45pm¿. The reporter for the patient stated he obtained readings of ¿hi¿ on the subject. The patient manages his diabetes with insulin (no adjustments). The reporter for the patient indicated that he made no changes to his usual diabetes management routine as a result of the alleged inaccuracy. The reporter for the patient stated that no symptoms developed. However, due to the alleged ¿hi¿ readings obtained on the subject meter. On ¿(B)(6) 2015, 09:00pm¿ the reporter stated that the patient attended the emergency room (ER) and was treated by a health care professional (hcp) with ¿IV fluids¿. The reporter was unsure what the exact treatment included. A reading of ¿199mg/dl¿ was obtained on the hospital meter. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the test strips had not expired and were stored correctly. The patient did not have control solution to carry out a test. Cca indicated that the issue was resolved with trouble shooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The patient did develop symptoms suggestive of a serious injury and the treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore, the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.